Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece did not perform phacoemulsification, irrigation or aspiration during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The phaco handpiece was manufactured on october 27, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).